Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence, urinary/bowel dysfunction. It was reported that they are having some discomfort in the upper part of their back above the waist. Patient said they have been going to the bathroom and can hardly control the urgency. Patient stated that they are sitting around all day trying to drink a lot of water. Caller stated that last week they went to the ER because they thought that they had a bladder infection. Patient also mentioned sometimes they sit in a chair and have to get up due to discomfort around the ins. Patient mentioned they are not sure how the incision is. Patient noticed even in the bed if they are lying on their back it bothers them and they have to turn sideways. Patient reported they feel like the ins has moved. Patient stated it is still like a lump in there and they could feel it because it was swollen for a long time. Caller stated that the area is still swollen. Reviewed how to connect to implant. Patient was able to connect and increase stimulation to a comfortable level. The patient was redirected to their healthcare provider to further address the issue. Caller stated that they were meeting with the hcp today via a videocall. Pss sent the caller an email with the instructions per the callers request. Pss sent the caller the instructions via print center.